Manufacturer narrative:
(B)(4), tass: evaluation results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - "toxic anterior segment syndrome" (tass) presents with postoperative inflammation with no obvious cause. Tass is commonly due to nonphysiologic factors and are often the result of pt's reaction to abnormal solutions, contamination of equipment, and/or iols. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search, medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens on (B)(6)2010 in the pt's right eye. The pt developed toxic anterior segment syndrome, including increased cells and flares with associated hypopyon on the incision. The anterior chamber tap was sterile. An anterior chamber wash was done and pt was started on fortified antibiotic drops plus steroids. After four days tass was resolved and pt's current bcva is 20/20. Lens remains implanted. See MFR #2023826-2010-00928 for the left eye.